Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 392 mg/dl at the time of call. The customer's father stated that they changed the site. The customer's father stated that they had ketones. The customer's father stated that the drive support cap appeared normal. The customer's father stated that they found leak at the top of the tubing connector. The customer's father stated that the top of the tubing connector was damaged. The insulin pump will not be returned for analysis.